Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the 8mm maryland bipolar forceps instrument to perform failure analysis. The instrument was analyzed and was found to have a broken grip cable at the distal end.

Event description:
It was reported that an 8m maryland bipolar forceps instrument had a broken conductor wire. There was no reported injury.

Manufacturer narrative:
Isi followed up with the initial reporter and obtained the following additional information: the damage was found intraoperatively, the customer confirmed it was a broken cable with internal wires seen. There was no arcing observed from the instrument.

Event description:
Refer to h11 for follow-up information.